Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the left common femoral vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres for 2 minutes, the balloon ruptured. The device was then removed from the patient's body. The procedure was completed with another of same device. No patient complications nor injuries were reported.